Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer, and the symptom was verified. Multiple parts were replaced to resolve the issue. The device passed all testing and remained at the customer site. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced to resolve the issue.

Event description:
The customer reported that the device failed to power on. There was no report of any patient involvement.